Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. After the lead reached the target vessel, the patient developed diaphragmatic stimulation. The position was changed, but then tested with no capture. After several unsuccessful attempts, a different lead was implanted and remains in use. No patient complications have been reported as a result of this event.